Event description:
Philips found that the device failed to power on. There was no pt involvement.

Manufacturer narrative:
(B)(4): philips found that the device failed to power on. There was no pt involvement. Philips resolved this malfunction by replacing the processor pca.